Event description:
Initially, a baxter sales representative reported he had received a customer call alleging the sigma spectrum device over-infused deferoxamine (iron chelating agent) on a pediatric patient. It was unknown if an injury was sustained to the patient. It was unknown what interventions were required. During a follow up call to the facility on (B)(6) 2012, the director of risk management advised: a free flow event occurred involving an unknown baxter intravenous (IV) set and unrelated to the sigma spectrum device. Reportedly a primed intravenous (IV) set was attached to the patient with the roller clamp open resulting in a free-flow of the deferoxamine. The patient was transported to the intensive care unit (ICU) for blood pressure monitoring. The patient outcome was good. No product malfunction occurred. Reportedly, this was a use error in set up of the tubing. It is unknown if the nurse was retrained regarding IV set up and use.

Manufacturer narrative:
(B)(4). A sample was not returned therefore no evaluation was performed. A batch review was not performed as the lot number was not identified. The problem was not confirmed. The root cause for this condition is undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.